Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep cleaned the card contacts on the memory. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys's monitors were gray with no images present. No pt injury was reported.